Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that a type ia endoleak was discovered at a follow up appointment. The physician stated that the cause of the event was due to anatomy; specifically, proximal disease progression. No clinical sequelae were reported and the patient is being monitored by their physician.